Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during product evaluation. This condition was caused by a missing magnet from the door latch. The pump head door latch assembly was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the following reported condition, "nivel (1) marca puerta abierta, error clamp" level 1 indicated door open, clamp error; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department during programming/setup. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.